Manufacturer narrative:
(B)(4). Closing trigger top. The analysis found that one (B)(4) device was returned in good visual condition and with a locked out cartridge reload loaded on the device. It was noted that the shrouds were slightly split at the top near the nozzle; this however did not pose any issues. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However the firing trigger was not working properly on each stroke as the pawl was not engaging with the drive bar at repeated attempts. The device was disassembled to verify the internal components and wear was found on the right side of the closure trigger due to the clamp first lockout pin on the geared trigger plate. One possible scenario for the described event is due to applying a large prying force on the closure trigger handle in the opening direction. This can then result in damage to the closure trigger top component if the applied load is high enough. Once the closure trigger top component is damaged, then any additional actuation of the firing trigger can cause it to rub against the now broken or bent closure trigger assembly. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported by the rep that during a thoracic procedure, on the second or third firing there was a crunching felt and heard then the device locked up. The device was locked on tissue however it was able to be released with no tissue damage. It is unknown how the device was released. Another device was used to complete the procedure. No adverse consequences reported.